Event description:
It was reported that there was a failure to alarm for occlusion and an over infusion on the same device. The incident occurred in the ICU. Propofol was programmed to infuse at a rate of 20ml/hr, with orders to titrate per the richmond agitation sedation scale (rass). The total ordered volume to be infused was 100ml. Due to the patient waking and at risk for self-extubation, six boluses of propofol, 2ml each, was administered for sedation. It was noted at this time, that the tubing was clamped; however the device did not alarm for an occlusion. The tubing was disconnected from the patient, unclamped yet "no quick forward flow observed." The tubing was reconnected to the patient and the propofol restarted at the ordered rate of 20ml/hr for 15 minutes. It was observed after an hour, that the entire bottle of propofol was delivered. The patient received approximately 85ml of propofol instead of the ordered volume per hour. The patient's systolic blood pressure (sbp) was 74mmhg, with no increase to the sbp after administration of noradrenaline, up to a titration of 25ml/hr. A 500ml bolus of gelofusine (40g/l) was administered and sbp increased. The rate of the propofol infusion was decreased to 2ml/hr, and an echocardiogram (echo) performed to rule out cardiac tamponade. The echo results were negative. Noradrenaline was increased to 30ml/hr and it was reported that the patient's sbp returned to baseline.

Manufacturer narrative:
The customer¿s stated issue of over infusion and failure to alarm for occlusion was not confirmed through a review of the device logs or through testing. An internal and external inspection were performed on the source device. The mechanism assembly was in good condition with no discrepancies noted. There were no observations of fluid ingress in the bezel or rear case. There was no contamination observed on the electronic or mechanical components. The male and female iui¿s have dried fluid residue on them. The female iui has corrosion on some of the contact pins. The rear case has impact damage on the front bottom corner. Results from a review of the pcu error log shows no malfunctions on the reported event date and time. The pcu was powered up on 01may2020 at 2:55:01 pm and the pump module pvi at this time was 262.648 ml. The source device was selected seven seconds after being powered on and was programmed to infuse drug ID 386 (propofol) with a starting rate of 20 ml/h and a vtbi of 80 ml. The infusion was started but then immediately paused. The pump module was restarted at 2:56:04 pm. Then a series of 6 bolus doses were programmed between 3:03:03 pm and 3:08:35 pm. The first two had a bolus dose of 10 mg and a vtbi of 1 ml with a rate of 999 ml/h. The last 4 bolus infusions had a bolus dose of 20 mg with a vtbi of 2 ml. Each infusion completed as expected. At 3:09:19 pm the pump module was selected, and a 7th bolus was selected but after the guardrails prompt the user selected the ¿no¿ option. During programming an alarm occurred for fluid side occlusion but then the user continued programming. At this time the user changed the rate to 20 ml/h and started the infusion at 3:09:39 pm. The pump module was paused at 3:12:04 pm and then restarted at 3:14:16 pm. At 3:37:43 pm the pump module then selected, and the rate was changed to 10 ml/h. The pump module was paused at 3:51:30 pm and then channeled off at 3:52:17 pm and removed from the system. A total of 25.355 ml was calculated to have infused during this time. Functional testing consisting of rate accuracy testing, occlusion testing, and pressure sensor testing performed on the source pump module found the device operating in specification. The root cause of the customer¿s complaint was not definitively identified in this investigation. Device history review: review of the sn: (B)(4) service history record showed the device had a manufacture date of 17jul2014. A review of the device service history record was performed beginning from the date of manufacture to the present date 24aug2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Manufacturer narrative:
Additional info d.11: red cap attached to male luer ;one used 50ml baxter bag, lot number: w79n6, exp: aug21, 0.9% sodium chloride;(2) pri tubings;(2) 8100; unspecified central venous catheter; td (B)(6) 2020. Additional info: d.11;d.4;h.4.

Event description:
It was reported that there was a failure to alarm for occlusion and an over infusion on the same device. The incident occurred in the ICU. Propofol was programmed to infuse at a rate of 20ml/hr, with orders to titrate per the richmond agitation sedation scale (rass). The total ordered volume to be infused was 100ml. Due to the patient waking and at risk for self-extubation, six boluses of propofol, 2ml each, was administered for sedation. It was noted at this time, that the tubing was clamped; however the device did not alarm for an occlusion. The tubing was disconnected from the patient, unclamped yet "no quick forward flow observed." The tubing was reconnected to the patient and the propofol restarted at the ordered rate of 20ml/hr for 15 minutes. It was observed after an hour, that the entire bottle of propofol was delivered. The patient received approximately 85ml of propofol instead of the ordered volume per hour. The patient's systolic blood pressure (sbp) was 74mmhg, with no increase to the sbp after administration of noradrenaline, up to a titration of 25ml/hr. A 500ml bolus of gelofusine (40g/l) was administered and sbp increased. The rate of the propofol infusion was decreased to 2ml/hr, and an echocardiogram (echo) performed to rule out cardiac tamponade. The echo results were negative. Noradrenaline was increased to 30ml/hr and it was reported that the patient's sbp returned to baseline.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, no additional patient demographics were provided.

Event description:
It was reported that there was a failure to alarm for occlusion and an over infusion on the same device. The incident occurred in the ICU. Propofol was programmed to infuse at a rate of 20ml/hr, with orders to titrate per the richmond agitation sedation scale (rass). The total ordered volume to be infused was 100ml. Due to the patient waking and at risk for self-extubation, six boluses of propofol, 2ml each, was administered for sedation. It was noted at this time, that the tubing was clamped; however the device did not alarm for an occlusion. The tubing was disconnected from the patient, unclamped yet "no quick forward flow observed." The tubing was reconnected to the patient and the propofol restarted at the ordered rate of 20ml/hr for 15 minutes. It was observed after an hour, that the entire bottle of propofol was delivered. The patient received approximately 85ml of propofol instead of the ordered volume per hour. The patient's systolic blood pressure (sbp) was 74mmhg, with no increase to the sbp after administration of noradrenaline, up to a titration of 25ml/hr. A 500ml bolus of gelofusine (40g/l) was administered and sbp increased. The rate of the propofol infusion was decreased to 2ml/hr, and an echocardiogram (echo) performed to rule out cardiac tamponade. The echo results were negative. Noradrenaline was increased to 30ml/hr and it was reported that the patient's sbp returned to baseline.